Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had gi cancer so their implantable neurostimulator (ins) was indicated for fecal incontinence. The caller said the patient tried using the therapy for about a year, but it didn't really work so they ended up using a bag. The caller noted that it "probably wasn't the device's fault" because the patient had other problems. The caller stated that the patient had a back fusion in june, at which time the ins was removed by a neurosurgeon. The caller thought the neurosurgeon was unable to remove the lead and "didn't want to mess with it," so they believe part of the lead was still implanted. The caller thought they remembered seeing the lead on an x-ray, noting that it looked like a dotted line. The caller stated that the patient was seeing a neurologist for memory/cognitive and they might potentially need a full body MRI. The caller asked what m ri eligibility would look like based on the the lead or part of the lead still being implanted. Agent reviewed MRI information and redirected the caller to the patient's healthcare provider (hcp) to determine MRI eligibility. Agent provided the caller with the technical services phone number for the MRI facility to call if they have any questions about MRI guidelines.